Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 02:18:06. During night drain cycle one, the patient's ultrafiltration reading was 2630ml, indicating the home patient (hp) drained 2630ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. A review of the device's event log was performed for the therapy initiated (B)(4) 2012 at 02:18. Fill 1 of 5 was bypassed and the fill volume was 0 ml, which was less than the expected fill volume of 2500 ml. Review of the event log revealed the cycle 1 drain was completed on (B)(4) 2012 at 2:34 and the user's actual drain volume during cycle 1 was 2626 ml. The actual drain volume of 2626 ml is 105% of largest prescribed fill volume (lpfv) of 2500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.